Event description:
Subsequent to the initial report being filed, it was reported that the balloon did not re-fold tightly or uniformly. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to fold and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to fold could not be determined; however, the reported difficulty removing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the left main coronary artery with moderate calcification. The 3x20mm nc trek balloon dilatation catheter (bdc) was used in a procedure; however, during removal resistance was noted with tip of the guide catheter and the shaft of the bdc snapped off while in the patient. The separated portion was able to be removed with the guide catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.